Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. However, a definitive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope the inside of the light guide lens was stained. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.